Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was over 600mg/dl. The customer states they were still at the hospital and being treated. The customer was assisted with running self-test and displacement test. The pump passed and alarmed for no reservoir.